Event description:
The device was returned to stryker instruments for service. During testing by a service technician, it was found that the device failed for bias current error, presenting a potential for the device to unintentionally be activated. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.